Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between the patient line and transfer set was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain four of five. The patient was connected at the time of the alarm. The connection between the patient's transfer set and the patient line came loose. The registered nurse (rn) stated that the patient did not intentionally disconnect and that the connection must have not been tight enough. The technical service representative (tsr) assisted rn in clearing the errors, getting the numbers, and removing the cassette. Tsr advised rn to have the patient perform a manual drain and perform a manual exchange to finish his therapy if possible. The tsr reviewed proper procedures with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.